Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an indication of l5/s1 lumbar spondylolytic spondylolisthesis in need of tlif used in spinal therapy. It was reported that the cage was inserted, and lock was released. The part of the cage inserter attaching side broke when the cage was hammered to rotate. The fragment was not returned because it was discarded. The rest of the cage was implanted in the patient's body. The cage did not rotate easily because the intervertebral disc space was narrow. The trial had been used before inserting the cage. There was a delay of less than 60 mins in overall procedure. There was no particular problem with the inserter. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.